Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was in range 300 mg/dl at time of incident and current blood glucose level was 171 mg/dl. The customer¿s blood glucose level was in range 300-400 mg/dl and 290 ¿ 390 mg/dl. The customer was treated with bolus. The customer alleged pump was under delivering because pump shows a lot of insulin left and had been running high. The customer was advised inaccurate pump settings may result in high blood glucose. The customer was advised if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. The insulin pump will not be returned for analysis.